Event description:
Additional information indicated the patient had difficult inflating the implant. During the operative procedure, after careful inspection, fluid was observed coming from the left cylinder exit side.

Manufacturer narrative:
This follow-up MDR is created to document the additional medwatch form received (mw# (B)(4)), the additional event, patient, and explant information, and the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, near the end of may, the prosthesis failed to inflate. An appointment was subsequently made to examine the issue. It was determined that the penile prosthesis experienced a mechanical failure and follow up exploratory surgery was performed to determine where the failure occurred, as it was not clear during the exam which component was responsible. During the surgery, it was found that the left cylinder had two holes in it, thus requiring a full replacement of the prosthesis.